Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic hysterectomy. The probe of the device was broken and the fragment fell off inside the patient. The fragment was retrieved from the patient body. The intended procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01004 to provide additional information. The subject device was returned to omsc for evaluation. As a result of evaluation of omsc on (B)(6) 2016, omsc confirmed that the probe broke down at 16 mm from the distal end. There were contact marks on the surface of the probe and the metal part of the jaw. The ptfe pad at the proximal end was worn. The shape of the fracture surface of the probe showed that the fracture developed from the contact mark as the starting point. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal side of jaw and probe came into contact with each other since the ptfe pad at the proximal end was worn, consequently the probe was cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.